Event description:
Caller reports that during a correlation study the following coaguchek xs/s results were obtained: 2.4 inr/1.9 inr. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
This medwatch report is for the suspect device used in coaguchek xs system (lot number 20181231, expiration date 10/31/2011). (B)(4).

Event description:
A customer observed imprecise vitros phyt quality control results while using the vitros 5,1 fs chemistry system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. Patient samples were tested during the interval that the imprecise quality control results were obtained. There was no report of patient harm as a result of this event. This report is number six of seven MDR's for this event. Seven 3500a forms are being submitted for this event as seven devices were involved. (B)(4).